Event description:
Customer reported their acuity system had rebooted for an unknown reason and was at login prompt. Welch allyn tech support had her reboot with "fsck-y" and were able to reboot successfully. This could result in a temporary inability to centrally monitor pts, however, bedside monitoring would not be affected. There was no report of any pt harm as a result of the reported event. Note 1 for block a: the customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is completed.